Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead perforated the right ventricle resulting in pericardial effusion and cardiac tamponade. During the implant procedure, the lead was repositioned multiple times in order to obtain adequate measurements. On the final positioning attempt, the lead became stuck. The physician attempted to turn the helix mechanism and attempted to rotate the lead without success. The physician then gently pulled on the lead and was able to successfully explant the lead. It was suspected the perforation occurred due to pulling the lead out of the heart tissue. A drainage tube was successfully implanted and the patient was stabilized. A new lead had been successfully implanted prior to the perforation being observed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.